Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an emergent follow-up after a catheter ablation procedure to treat atrial fibrillation in the left atrium using a polarxfit catheter the patient experienced acute gastric dilatation. The patient presented for an emergency hospital visit with vomiting, discomfort, and stomach pain. After a day of fasting for observation treatment was started. The device is not expected to be returned for analysis.